Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; the customer was informed to call back if the malfunction code recurred, but it did not after reset, allowing continued use of the pump.